Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.334 miu/ml and was reported to the doctor. After the doctor interviewed the patient and found that she was pregnant, the doctor asked the laboratory to repeat testing. The laboratory repeated the same tube and the result was >10000 miu/ml with a data flag. The sample automatically repeated with a 1:10 dilution and the result was 27200 miu/ml with a data flag. The sample was repeated a third time and the result was 28536 miu/ml with a data flag. The patient was not adversely affected. The hcg+ss reagent lot number was 169563. The expiration date was not provided.

Manufacturer narrative:
The investigation could not determine a specific root cause. A too short clotting time was a possible cause as the customer was only allowing a clotting time of 5 minutes. A general instrument issue was not suspected as the alarm trace and assay performance check data was acceptable.

Manufacturer narrative:
This event occurred in (B)(6).